Manufacturer narrative:
The monitor was manufactured april 11, 2013 and the review of the device/service history record review was completed and all manufacturing inspections passed with no non-conformances. Examination of the returned monitor was unable to confirm the customer's complaint. Over 36 hours of burn-in, final and safety tests, resulted in acceptable results. No physical damage was found in the visual inspection. There was no indication or evidence of a manufacturing defect being responsible for the issue. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as the fault could not be replicated and no other issues were detected. No further actions are required at this time. Edwards will continue to review and monitor all events. If action is required, an appropriate investigation will be performed.

Manufacturer narrative:
The device is expected to be evaluated; however, at the time of this report, the device has not been returned. A supplemental report will be submitted to communicate the results of the complaint investigation results.

Event description:
It was reported, that during use of a vigilance 2 monitor, the displayed svo2 value was abnormal. The customer did not remember the values that appeared on the monitor and there were no error messages observed. The patient was not treated based on the inaccurate values. There was no allegation of patient compromise and no other system related devices were identified as suspect.